Event description:
Dental assistant got some of the product on the girl's face and she woke up the next morning with a burn mark on her cheek. The parents of the patient contacted an advise nurse and sent pictures of the burn to her doctor for him to review, along with information about the product. The parents were advised to treat it as a 1st or 2nd degree chemical burn and took the advise steps provided by the doctors. The patient's parents are unaware of any known allergies. The female had received varnish treatments previously. The clinical notes stated that she was treated with varnish preciously on (B)(6) 2015.